Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. The device boots to the medtronic screen. The screen was moved up and down and tipped back and forth with no fault found, all connections tested fine. The printer issue could also not be confirmed. The drawer was breaking near the latch but the printer and drawer were functional. It was also noted that the programmer could not interrogate wireless devices, the right antenna functional test failed and as a result the antenna was replaced.

Event description:
It was reported the screen is "messed up." The printer also sticks sometimes when a full pack of paper is loaded. No information was received indicating patient involvement.